Manufacturer narrative:
Exemption number e2011009. B. Braun medical inc. Is submitting a single report on behalf of b. Braun melsungen (the manufacturer) and b. Braun medical inc. (The importer) this report has been identified as b. Braun medical internal report# (B)(4). The samples have been received for evaluation and forwarded to manufacturer for evaluation. The investigation is on going at this time. A follow up report will be submitted when the results of the investigation becomes available. Section (d 4): lot#: 16a26g8303. Manufacture date: 01/26/2016. Expiration date 01/01/2021. Section (f 9): 6 months.

Event description:
As reported by the user facility: event 1 event description: the customer reported that there were four incidences in one area of the hospital where the safety clips were at the bottom of the needle which was not covering the tip as they were withdrawing from the catheter. There were two lot numbers which were referenced; lot number 16a24g8302 and 16a26g8303 but the customer is unsure of how many for each lot number, but there were a total of 4 incidences. No patient injury reported.

Manufacturer narrative:
Exemption number e2011009. B. Braun medical, inc. (Importer) is submitting this report on behalf of b. Braun melsungen ag (manufacturer). This report has been identified as b. Braun medical internal report # (B)(4). (Event 1) medwatch #mw5062873. Investigation results: the samples and all available information were forwarded to the manufacturer for further evaluation. Their report states that they received four(4) pieces of introcan safety pur 20g, 1.1x25mm-us in original packaging. Lot number printed on returned packages were 16a24g8302 for material# 4251652-02. Actual complaint sample was not returned for evaluation. Performed clip functional test on the returned samples and clips were able to engage and cover the cannula tip. The clip engaged properly onto the tip of cannula in production, the assembly machine is equipped with online vision system to conduct 100% checking on relevant critical dimension (crimp width, crimp length, clip dimension and position), any defective parts will be auto rejected by machine. In-process control and final control test report for this affected batch has been reviewed and there was no deviation found. Based upon the results of the investigation, the reported event could not be duplicated . No specific conclusion can be drawn as to the cause of the reported event.. If additional pertinent information becomes available, a follow up will be submitted